Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was not patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: "false positives".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6: investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer (fse) was dispatched and blower belt of box b was replaced. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Root cause of worn box blower belt is not known. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Complaint history for ¿results¿ was reviewed for the month of (B)(6)2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was not patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: "false positives"